Event description:
The nurse reported, the device broke when surgeon placed it in the screw hole and try to turn the screw.

Manufacturer narrative:
If the device or additional info is received, it will be provided on a supplemental report.